Event description:
Leica microsystems received a complaint regarding sub-optimal tissue processing involving eight (8) blocks from three (3) cases, which the complainant described as under-processed. On (B)(4) 2012, leica microsystems received information that all tissue exhibiting sub-optimal processing was diagnosable. Investigation of this complaint by leica microsystems is continuing.